Event description:
A nurse reported, on behalf of a customer, that an error 3 message appeared on the display of the adc meter. On (B)(6) 2019 as a result of not being able to manage blood glucose levels, the customer experienced temporary "bad sensations" and required unspecified treatment by the nurse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the neo meter optium freestyle were reviewed and the dhrs showed the neo meter optium freestyle passed all tests prior to release. Dhrs (device history review) for the precision strips were reviewed and the DHR showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Retain testing was performed for precision strips and all units performed in specification and passed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse reported, on behalf of a customer, that an error 3 message appeared on the display of the adc meter. On (B)(6) 2019, as a result of not being able to manage blood glucose levels, the customer experienced temporary "bad sensations" and required unspecified treatment by the nurse. There was no report of death or permanent injury associated with this event.